Manufacturer narrative:
Following product return and completion of laboratory analysis, this event will be further updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the observed poor sensing, threshold, and pacing impedance measurements.

Event description:
--

Event description:
Boston scientific received information that this product was not implanted due to a challenging implant procedure, resulting in unfavorable sensing values, pacing threshold issues and ultimately high out of range pacing impedances values. The issue was unresolved and this product removed. The lead is intended to be returned for a post market assessment, so as to rule out an integrity issue. No adverse patient effects were reported and another lead of same model was successfully implanted.